Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c top endplate separated from the device upon insertion. The surgeon requested a new device. Surgery was delayed for 10 minutes without patient impacts.

Event description:
It was reported that a mobi-c top endplate separated from the device upon insertion. The surgeon requested a new device. Surgery was delayed for 10 minutes without patient impacts.

Manufacturer narrative:
Information was erroneously entered into h3; the information does not change from the initial submission. Corrections in d4: expiration date and UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation was unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during insertion. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.